Event description:
It was reported that during a pph procedure, the device did not cut and the staples did not form after firing the device. Another instrument was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.